Event description:
It was reported that the customer had a blood glucose reading of 503 mg/dl. The customer planned to treat with manual injection. The customer declined troubleshooting for his high blood glucose level. The customer had originally wanted to report a low blood glucose value of 51 mg/dl. He stated that his insulin pump did not alert him of the low nor did it go into threshold suspend. The customer's sensor registered the value of his blood glucose as 51 mg/dl while the customer's actual blood glucose was 79 mg/dl. Standard troubleshooting was performed on the insulin pump and sensor. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).